Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer.there was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again. Caller acknowledged and understood the guidance.